Event description:
It was reported to boston scientific corporation, that following a successful and uneventful anterior/posterior pelvic floor repair procedure (procedure date unk) using a pinnacle anterior/apical pfr kit, the nurse in the case informed the doctor that the packaging in the pt's vagina was full of blood. The pt had developed a hematoma in the right posterior vagina, under the vaginal epithelium, which pushed the pinnacle mesh assembly to the side. The physician reopened the pt, and applied a hemostat to stop the bleeding. She called on other doctors for help determining where the blood was initiating from. The physician examined the perirectal space, and there were no nicked arteries. The blood appeared to be pooling from the small vessels. The physician does not know why the bleeding developed. She used vicryl sutures to close the perirectal space until the bleeding stopped. As the hematoma drained, the mesh assembly moved back into its proper place. The physician packed the pt's vagina and applied premarin cream. The pt was hospitalized for two days, and watched to ensure the bleeding had stopped. The pt's hemoglobin level was 13 prior to the pinnacle procedure, and 7 after the procedure. The pt had lost one liter of blood, so the physician gave her a blood transfusion. After her hospitalization, the pt was reportedly "stable," and per f/u received in 2009, she is now "fine."

Manufacturer narrative:
A review of the labeling shows that the device was used accordingly for tissue reinforcement and stabilization of fascial structures of the pelvic floor. A review of the directions for use (dfu) shows that the dfu contains a precaution that the procedure should be performed with care to avoid puncture or laceration of any vessels, nerves, bladder, urethra and bowel. The probable root cause for this event was determined to be user/use error.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that following a successful and uneventful anterior/posterior pelvic floor repair procedure (procedure date unknown) using a pinnacle anterior/apical pfr kit, the nurse in the case informed the doctor that the packing in the patient's vagina was full of blood. The patient had developed a hematoma in the right posterior vagina, under the vaginal epithelium, which pushed the pinnacle mesh assembly to the side. The physician reopened the patient and applied a hemostat to stop the bleeding. She called on other doctors for help determining where the blood was initiating from. The physicians examined the perirectal space, and there were no nicked arteries. The blood appeared to be pooling from the small vessels. The physician does not know why the bleeding developed. She used vicryl sutures to close the perirectal space until the bleeding stopped. As the hematoma drained, the mesh assembly moved back into its proper place. The physician packed the patient's vagina and applied premarin cream. The patient was hospitalized for two days, and watched to ensure the bleeding had stopped. The patient's hemoglobin level was 13 prior to the pinnacle procedure, and 7 after the procedure. The patient had lost one liter of blood, so the physician gave her a blood transfusion. After her hospitalization, the patient was reportedly "stable," and per follow-up received on 11/17/2009, she is now "fine."